Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography biopsy procedure using the mission and coaxial. During the procedure, it was noticed the device coaxial that was packaged or labeled incorrectly. Further it was reported that labeled as a 15g biopsy cannula but was unable to fit 1616ms down it. Coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received nine (9) sealed 15g truguide disposable coaxial biopsy needles. Samples were randomly numbered for evaluation purposes. On visual evaluation, sample 1to 9: the truguide disposable coaxial biopsy needles were sealed and therefore was not decontaminated. Sample one was removed from sealed packaging for evaluation purposes. On dimensional observations, the actual inner diameter of the cannula and actual cannula length were measured, are within the acceptable range. Three electronic photos were provided and reviewed. The first photo shows one mission and two coaxial needles in which the mission needle is stuck inside the coaxial needle. The second and third photos shows the labelling information of the device which was cross verified with the tw details. Based on the photo review the reported event can be confirmed. Therefore, the investigation is confirmed for the reported device markings/labelling problem as the provided photos support the event. A definitive root cause for the reported device markings/labelling problem could not be determined based upon the provided information. Labeling review: labeling review is required for this record as the reported event is a labeling issue. By comparing the received pouch label from the photo provided from the customer against document, it was noted that the catalogue number, pk number, gauge size & needle length, lot number characters, use by date format which was mentioned in the pouch was verified and it matched with the document. And it also matches with the tw information. G3: h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a computed tomography biopsy procedure using the mission and coaxial. During the procedure, the device coaxial that was packaged/labeled incorrectly. Further it was reported that labeled as a fifteen g biopsy cannula but was unable to fit 1616ms down it. Coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.